Event description:
It was reported the patient needed to find a healthcare provider because it was thought that the device was ¿not working¿ as intended since they have not been able to eat for two weeks. The following day it was noted the patient had not yet found a physician and nothing had been done. The patient was doing ¿ok,¿ but the issue has not fully resolved. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).